Manufacturer narrative:
Date of event: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes had part of the stopper missing from the tube.